Manufacturer narrative:
The reported complaint of defective pcu keypads was confirmed. Test results identified 2 out of 2 returned keypads failing to power on. However, all other soft keys were observed to be functioning as intended. An internal inspection was performed revealing corrosion and fluid contamination on the returned keypads. Both of the returned keypads were observed with corrosion on the traces and fluid contamination on the flex cable of s/n (B)(4). Previous cad failure investigations have identified this issue associated with fluid ingress entering the keypad resulting in contaminated keypad traces. Consequently, the keypad circuit layer becomes damaged, creating an open or short circuit producing unresponsive keypad keys when corresponding keys are pressed. The proximate cause of the customer¿s experience with keypad failures is suspected associated to keypad trace damage resulting from fluid ingress entering the keypad circuit layer. Review of the pcu module s/n (B)(4) service history record showed the device had a manufacture date of 05/22/2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 09/22/2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that there were defective pcu (8015) keypads resulting in the devices not turning on. The issues were noted prior to patient use. This is the second keypad failure for device serial number (B)(4).